Event description:
Product complaint #97000062 reports a "major blood leak on first use." After five minutes of dialysis, blood in dialysate alarmed and blood was observed in dialysate. Internal dialyzer leak described. There was no reported pt injury or intervention required extracorporeal volume of pt's blood discarded; ebl reported as > 250ml. Md ordered two units of blood since pt's hematocrit was previously "low." Further info is requested, later conversation with rn revealed that pt was transfused on 12/11/97. Sample was discarded by centralized re-processing center.